Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed openings on the device. Additional observations: ¿ observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left-side rupture. The device has been removed and replaced.

Event description:
Healthcare professional reported left-side rupture. The device has been removed and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: it cannot be seen because the photo only shows the device patch no additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left-side rupture. The device has been removed and replaced.